Event description:
Patient reported having concerns with 4 infusion sets from the current box. Patient stated she has other health issues. Patient reported one of the infusion sets was leaky between the luer and the infusion adapter. Patient stated with 3 other infusion sets the luer separated from the infusion set tubing. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.